Event description:
A report was received that the patient underwent a pocket revision as the ipg was positioned at an angle causing the patient difficulty to charge. The patient is doing well following the revision.